Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level of 568 mg/dl. Her sensor glucose reading was 400 mg/dl. She treated her high blood glucose level with a manual syringe of 6.5 units. The customer's sensor and blood glucose difference was not within an acceptable range. The customer was calibrating and eating right after, not allowing the sensor to fully calibrate before food starts to change the blood glucose. The device was not returned.